Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the magic 3 go male intermittent catheter out of the package, the patient was not able to use the catheter due to stem disfigurement. The complainant stated that they were not sure but believed the patient might have still tried to use the catheters and that it hurt, but the complainant could not fully confirm if that was the case or if the patient just decided to not use it at all. The patient had been using the products for more than 90 days. It was mentioned as out of box failure. No medical intervention was reported.

Event description:
It was reported that upon opening the magic 3 go male intermittent catheter out of the package, the patient was not able to use the catheter due to stem disfigurement. They stated that they were not sure but believed the patient might have still tried to use the catheters and that it hurt, but could not fully confirm if that was the case or if the patient just decided to not use it at all. The patient had been using the products for more than 90 days. It was mentioned as out of box failure. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inappropriate package design". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. The device was not returned